Manufacturer narrative:
It was reported that 4.77ml of onyx 18 was injected, afterwards the catheter was attempted to be retrieved but resistance was encountered. The marathon catheter broke into two parts (after 28 minutes). Break occurred at the end of the soft part about 25cm from the tip of marathon. About 25cm of the catheter tip was left in the patient's body. As the event was reportable to a regulatory authority, an investigation was required. As the device had been disposed of, no analysis could be performed. There was no indication that the event was related to a potential manufacturing issue and no DHR was requested, so a device history record review was not performed. The investigation determined that this was a known event, and therefore no new formal investigation was required. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. Per the marathon IFU (instructions for use): precautions ¿ ¿if catheter entrapment is suspected (with any embolic agent), fast catheter retrieval technique may result in catheter shaft separation and potential vascular damage. Do not apply more than 20 cm of traction to catheter to minimize risk of catheter separation.¿ per the onyx les IFU: warnings ¿ ¿do not allow more than 1 cm of the onyx les to reflux back over catheter tip. Angioarchitecture, vasospasm, excessive onyx les reflux, or prolonged injection time may result in difficult catheter removal and potential entrapment. Excessive force to remove an entrapped catheter may cause serious intracranial hemorrhage. The long-term effects of an entrapped catheter that is left in a patient are unknown, but potentially could include clot formation, infection, or catheter migration.¿ no corrective action is required. These types of events will be monitored as part of post market vigilance complaint trending and monitoring. Reference MDR# 2029214-2019-00537. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the medtronic liquid embolic was injected from the feeder of the left m3 in an avm case. Approximately 4.77ml of liquid embolic was injected, afterwards the medtronic microcatheter was attempted to be retrieved but resistance was encountered. The microcatheter broke into two parts (after 28 minutes). Break occurred at the end of the soft part about 25cm from the tip of microcatheter. Approximately 25cm of the catheter tip was left in the patient's body. The separated distal segment of the catheter is in the m3 to the ostium of the internal carotid artery (ica). The amount of liquid embolic reflux was not notice and was more than desired in the peripheral blood vessel and the plug became long. The liquid embolic was used in an arteriovenous malformation (avm) case. The anatomy was severe in tortuous. The patient was given antithrombotic therapy (ozagrel). The patient was reported to have been asymptomatic post the intervention.